Event description:
It was reported that during an elective procedure, the physician dislodged both the right atrial (ra) lead and left ventricular (lv) lead. The ra and lv leads were explanted and replaced with new leads. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ID 6949 implantable tachy lead: (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006; 7299 implantable cardioverter defibrillator (ICD) (B)(6) 2006. (B)(6). (B)(4).